Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via community. Pir attached. Bedside rn went to connect piv to medical device (syringe pump IV tubing ref me2020) for IV medication administration. When connecting male connector of tubing to piv, tubing cracked at the male connection port. Damage noticed before medication started & no harm done to patient.

Manufacturer narrative:
Investigation results: it was reported that the male luer cracked. One sample model me2020, lot 24069002 was returned for investigation. The set was examined for defects and abnormalities. There was a crack on the male luer. No other defects or abnormalities were observed. The customer complaint was verified. Based on the customer words, the most probable root cause for the crack was due to the excessive force due and not the manufacturing process due to crack happening while the male luer was being connected. A device history record review for model me2020 lot number 24069002 was performed. The search showed that a total of 43203 units in 1 lot number was built on 01jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.